Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that p last night his bladder became very painful. They had to self catheterized twice and took medication to resolve the issue.  No further complications were reported/anticipated at this time.